Event description:
A physician reported that after implantation of lens during the intraocular lens (iol) implantation procedure, the iol looked blue immediately. The surgery was completed without product replacement. It was unknown whether these findings disappeared or continued. There have been no reported health problems or harm to the patient. The lens remained implanted. Additional information was requested, but no further information is available. There are 224 medical device reports associated with this event. This is 18 of 224.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Information was provided in a bulk list. No further information was provided. The account indicated the product was not available to evaluate. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to requests for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).